Event description:
It was reported that the right ventricular (rv) lead exhibited a failure to capture. The lead was capped and replaced. During the replacement procedure, the newly implanted device recorded high impedances and an inability to pace. The lead was checked via analyzer, and tested normal. The device was not used and another device was implanted, and the problem was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.